Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where the user experienced hypoglycemia.

Manufacturer narrative:
Based on the investigation, it was concluded that the system was pushed back in to initialization phase due to multiple time change events which caused the transmitter to assert an error. As the system was in an error state and glucose was blinded, no glucose related alert was asserted. The system detected an anomaly with the time change events and asserted the error alert as a fail-safe mechanism. H6 result code updated to 114. H6 conclusion code updated to 19.